Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
The facility reported a flo-gard infusion pump with failure code 2, which is a downstream occlusion failure code. According to the facility, it is unknown when or in which care area this event occurred. This facility was not willing to be contacted for any further information. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, the door assembly was found to be broken at the upper and lower hinge stops, indicating failure code 2 was a false occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4) = bleeding from the av groove in the back wall.on 08/23/2010, copy of the operative report received. Through which it was learned that the device was explanted due to bleeding from the av groove in the back wall. The valve was removed and the posterior annulus was recontructed using a bovine pericardial patch. The valve was replaced with another 25 mm carpentier-edwards pericardial valve.

Manufacturer narrative:
(B) (4). This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 04/07/2010 and 04/15/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.